Event description:
It was reported that during a stenting treatment procedure in the right internal carotid artery, deployment difficulties were encountered. The customer reported that "the stent was delivered without any problems to the carotid artery. During releasing, it was broken in the releasing system without having been released, and had to be retired partially deployed." The procedure was successfully completed with another of the same device. Current pt condition is reported as "normal/stable". Further info has been requested about this event.